Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Specific bg value and cause was not provided as customer declined further troubleshooting with tandem technical support for elevated bg, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy.